Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was still hospitalized at the time of report. No blood glucose readings were reported. No information was provided regarding duration of pod usage. No other symptoms nor method of treatment were mentioned. It is unknown whether the pod was still in use during hospitalization. Since the caregiver reported the incident via chat, no additional information was available.